Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s family member reported via phone call that the insulin pump had unexpected restart and the display was frozen. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. The customer stated that the alarm happened after replace a battery. Customer stated that this was the first time that the customer received an error. Customer reported they were unable to clear the alarm. Customer reports an alarm occurred during the time the buttons stopped responding. Customer also reported that the time clock was not advancing. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with frozen screen and low battery no keypad responding due to corroded battery tube spring noted.